Event description:
It was reported that a flogard infusion pump was observed exhibiting an f-38 alarm code. The reporter stated that there was no patient involvement associated with this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and an event history log review. The root cause of the of the f-38 alarm code was determined be damaged force sensing resistors (fsr), and the sensors were replaced to resolve the problem. The device was serviced and restored to a good working condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If any additional information is received, a follow up MDR will be sent.